Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. The reported events of "capsular contracture, baker grade iii/IV" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV and lymphadenopathy.

Event description:
Physician reporting capsular contracture, baker grade iii/IV for the left side. Ultrasound report provided shows "glandular pattern corresponding to fibrocystic mastopathy of fibrous predominance, left implant intact" and "axillary regions presents reactive aspect lymphadenopathies". Device has been explanted and replaced with non-allergan device.